Manufacturer narrative:
All available information was investigated and the returned device analysis did not confirm the reported gripper actuation issue with both the grippers (difficult to open or close). The reported difficult or delayed positioning - anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported gripper actuation issue), a cause for the reported gripper actuation issue cannot be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, the clip became tuck below the valve. Troubleshooting was preformed successfully and the clip was freed when it was noted that the gripper became stuck in the raised position. The tactile marker became stuck in the raised position. The triclip was removed from the patient without injury. Post-procedure inspection of the grippers identified that the grippers were no longer functioning properly. A new triclip was selected and successfully implanted. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.